Manufacturer narrative:
Evaluation summary: the sample has not been received at the time of preliminary summary completion. The device history record (DHR) was reviewed and no abnormalities were found. The product was released according to the manufacturer's release criteria. There are no additional complaints for this lot. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be determined , the root cause will be reassessed upon sample receiving and completion of investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during a glaucoma filtration device (gfd) implant procedure, the outflow tract of the gfd was blocked. The gfd was removed and a trabeculectomy was performed. The surgeon reported that something like a metal piece was observed inside the lumen of the clogged gfd. The patient is doing well postoperatively. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The PMA/510k date that was indicated in the prior smdr 1 correction report was incorrect. The prior correction report should have had a PMA/510k date of 8/17/2018. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2018 this file was thought to be a duplicate file, yet the data did not match. The product was sent as a sample in the duplicate file, but due to the information being completely different, the data had to be clarified. A correction was not needed until clarification was made that the data and sample truly belonged to this file.

Manufacturer narrative:
Customer reported that ¿outflow tract of the glaucoma filtration device (gfd) was blocked from the moment the gfd was released from the delivery system." The product was returned for investigation and received in the following manner: the sample was return in an original, outer open box. The delivery system (ds) returned for investigation placed in a cradle. The shunt attached to the cradle with cape. Ds wire is fully press down and not protruded from the cannula opening. The ds wire was found to be intact. Visual inspection: no defects on shunt body; the left side of the disc is damaged; shunt lumen is open. The device history record (DHR) for the batch was reviewed. No abnormalities were found and the product was released according to the manufacturer release criteria. There are no similar complaints for this lot. All products pass 100% final inspection from the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The ds wire was found to be intact and the shunt lumen is open, therefore the complaint cannot be confirmed. It seems that the ds trigger was operated and performed its functionality - releasing the shunt. There is no way to determine how and when the shunt fell off the ds. The damaged for the shunt left side of the disc is not manufacturing related. The cause for the complaint cannot be determined. Additional information provided. The manufacturer internal reference number is: (B)(4).